Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.112.084s, lot: h837183, part manufacture date: march 15, 2019, manufacturing location: elmira, part expiration date: march 01, 2029, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcp superior clavicle plate / 8h / right / 115mm-sterile was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Part: tialnpi04.112.084, lot: h754008, part manufacture date: october 10, 2018, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record for the raw material revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the 3.5 mm lcp superior clavicle plate was received at us customer quality (cq) with the clavicle plate broken into 2 pieces close to the middle of the plate. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed; the width of the plate measured within specification, based on drawing. Document/specification review: the following drawing(s) was reviewed; 3.5 mm lcp superior clavicle plate conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent an osteosynthesis surgery for a clavicular diaphysis fracture. Before the clavicle surgery the patient underwent two (2) operations for his femur on (B)(6) and his tibia on (B)(6) because he had suffered multiple injuries caused by a traffic accident and was in an unstable condition. During the surgery on (B)(6) the surgeon could not fix a bone fragment with a screw because it was too small and the fracture became obsolete. He managed to fix the bone fragment with a k-wire. There was no surgical delay. On (B)(6) 2020 the hospital confirmed that the plate had been broken after the patient had pain in his clavicle from lifting a chair. The patient will undergo a revision surgery on (B)(6) 2020 in which the plate will be replaced by another plate after grafting the iliac bone. The surgeon commented that a non-union after the surgery caused concentration of the force on the plate, resulting in the plate breakage. Concomitant devices: unknown k-wire (part # unknown, lot # unknown, quantity # 1), cortex screw self tapping (part # 404.816, lot # l563123, quantity # 1), cortex screw (part # 404.822, lot # l620088, quantity # 1), locking screw self tapping (part # 412.107, lot # 9245421, quantity # 1), locking screw self tapping (part # 412.107, lot # 9284883, quantity # 1), locking screw self tapping (part # 412.107, lot # 9895992, quantity # 1), locking screw self tapping (part # 412.108, lot # 8453514, quantity # 2). This report is for one 3.5mm ti lcp superior clavicle plate/8h/right/115mm-sterile. This is report 1 of 1 for (B)(4).